Event description:
It was reported that a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 2.25 x 24 mm, 80-90% stenosed target lesion contained a >45 and <90 degree bend and was located in the severely calcified and moderately tortuous left circumflex (lcx) artery. A 2.25x24mm promus element drug eluting stent was selected to treat the lesion. When the physician was advancing the device to the lcx , the stent dislodged from the balloon and was quickly removed from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device as not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).